Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, the large hem-o-lok clip applier instrument was not latching and locking the weck clip on tissue application. Theatre scrub removed the instrument and could not see any issue. The product specialist inspected the instrument at a later date after the procedure and could see that the disk on instrument carriage was raised but intact. All disks were present. Then, unfortunately, during the transport out of the hospital the disk fell off the instrument and was lost in transit. The procedure was completed as planned with no reported injury using a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large hem-o-lok clip applier instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large clip applier instrument to perform failure analysis. The instrument was analyzed and found to have a grip input disk #7 completely detached. Further inspection found hairline cracks on input shaft #5, and #6. Other backend components adjacent to the broken inputs does not show damage. The complaint was confirmed by failure analysis. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst confirms product information at the housing consistent with the returned instrument.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the site and obtained the following information: the large hem-o-lok clip applier instrument was inspected prior to use and was not bent or misaligned visibly. The issue happened during the first attempt while the surgeon attempted to clamp on a vessel or tissue bundle. The instrument did not engage when tried to clip and did not close when tried to fire. A large purple hem-o-lok ligating clip was used, and the vessel/tissue bundle was in the acceptable or suggested diameter.